Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for device check. Upon interrogation, the right atrial lead exhibited noise. No intervention was performed. No further information as available.

Event description:
New information on 1/10/2017 noted that the lead was capped and replaced. No further information was available.